Event description:
It was reported that 6 days after implant the patient returned to the clinic not feeling well. It was observed that the ventricular lead had impedances over 3000 ohms. Prior to procedure it was noted the unipolar lead measurements showed low impedance. The physician decided to do an investigative procedure. The lead was plugged into the analyzer and no issues were noted. The lead was then reinserted into the device and it was noted that the lead polarity had changed to unipolar and the device was no longer pacing. The device was explanted and replaced. New measurements were done after the device replacement and "no problems were seen". No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned and analyzed. No anomalies were found.